Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump confirmed a cracked battery compartment. Unrelated to the complaint, the up arrow and down arrow keypad buttons were intermittently unresponsive during testing. Evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Additionally, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the pump¿s casing was cracked by the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.